Event description:
The surgeon implanted a lens. The lens was not folding correctly, causing the haptic to bend. There was a posterior tear and vitreous leak. Lens was removed. Additional clarification and info has been requested.